Event description:
A distributor reported a malfunction with the pump, identified by the code 0-0x277d. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction code did not recur, and the customer was advised to continue using the pump but to call back if any issues arise.